Manufacturer narrative:
Result: there was no visible damage to the exterior of the penumbra aspiration pump (pump). The pump was powered on and the fan was activated, but the pump generated no vacuum. After approximately 5 minutes of running the pump, a burning smell was detected. Conclusion: evaluation of the returned pump confirmed it was unable to generate a vacuum. The root cause of the complaint could not be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01103.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (m2) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician inserted the 3max into the patient and switched on the pump max to begin aspiration of the thrombus. However, the physician was unable to confirm if any vacuum was being produced and noticed that only the fan was on. The physician attempted to aspirate the thrombus using a syringe and the 3max but was unsuccessful and withdrew the devices. The procedure was successfully completed using another manufacturer's device. There was no report of an adverse effect to the patient.